Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.